Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and high thresholds on the right atrial (ra) lead. There were no episodes in the collection period and the lead measurements were within normal range. This system remains in service. No adverse patient effects were reported.